Event description:
The customer reported that the device would not power on with ac or dc power. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control received the removed power supply assembly for further evaluation. It was determined that the eos power supply has not 12 volt output which was causing no ac operation and an inability to charge the device battery; however, dc operation was found to be functional with a charged battery.

Manufacturer narrative:
The contracted service agent evaluated the device and verified the reported issue. The power supply assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The third party service agent has received the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.